Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to infection. The patient was implanted in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)